Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the inner insulation had a depression breach.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling . The analyst commented, electrical cross continuity test result was failed. Performed destructive analysis and found inner insulation breached in -vivo/ depression. Insulation breach did contribute to the electrical complaints. Concomitant medical products: 5086mri58, lead, (B)(6) 2011. (B)(4).

Event description:
It was reported the atrial lead had exit block, high thresholds, and intermittent pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.